Event description:
It was reported that after successful deployment of an rx acculink stent in the right internal carotid artery and a non-abbott stent in the right common carotid artery, the rx accunet embolic protection recovery catheter was unable to be advanced through the acculink stent due to stent "waisting" and was discarded. Post-dilatation was required to relieve the "waisting". The filter was then successfully retrieved using an emboshield retrieval catheter. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Based on the reported information, it appears that the difficulty advancing was due to interaction with the newly placed stent, as it was reported that there was a stent waist interacting with the recovery catheter. As a result, post-dilatation was required to relieve the waisting. The filter was then successfully retrieved using an emboshield retrieval catheter. All embolic protection devices and retrieval catheters are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected. A review of the lot history records did not reveal any nonconforming material records for this lot that would have contributed to this complaint. A query of the complaint handling database was performed and there have been no similar incident reported for the part and lot. There is no indication to suggest a product quality deficiency. The acculink, is being filed under a separate MFR number.